Event description:
Pt admitted for mediastinoscopy with biopsy of right-paratracheal nodes. Prepped to the level of the xiphoid with prevail. Upon use of cauterization a small puff and a smell of smoke was noted. Burns were subsequently documented to upper back and neck area.